Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 20ml ll bns experienced scale marking issues. The customer stated, "when we have come to use the above batch of syringes we have found that approximately 50% are affected by poor or missing print, this is an unusually high rate of occurrence for this issue."

Manufacturer narrative:
Per additional information, this complaint has been identified as a duplicate. The original complaint has been created under patient identifier (B)(6) and MFR report # 1213809-2019-00351. Any additional information regarding this incident will be reported under the original complaint.

Event description:
It was reported that an unspecified number of syringe 20ml ll bns experienced scale marking issues. The customer stated, "when we have come to use the above batch of syringes we have found that approximately 50% are affected by poor or missing print, this is an unusually high rate of occurrence for this issue."